Event description:
Complainant alleged that while treating pt the device was charged to 120 joules and discharged successfully. The device was charged a second time to 150 joules and discharged successfully. On the third attempt to discharge, the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to pt due to the report malfunction.